Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 172 mg/dl. During troubleshooting with tandem technical support, the customer reloaded a cartridge onto the pump and resumed insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.